Manufacturer narrative:
Correction to describe problem or event: it was reported to the manufacturer that a trilogy 100 ventilator was reported to have failed active exhalation purge valve testing during evaluation testing at a third-party service center. There was no patient involvement, and no harm or injury reported. It was determined the active exhalation control module would require replacement to address this issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Correction to coding grid: device problem code. Evaluation method code.

Event description:
It was reported to the manufacturer that a trilogy 100 ventilator was reported to have failed active exhalation control module testing during evaluation testing. There was no patient involvement, and no harm or injury reported. It was determined the active exhalation purge valve would require replacement to address this issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.